Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was mildly tortuous, mildly calcified and 80% stenosed. The lesion was pre-dilated. The xience xpedition 3.5 x 33 mm stent delivery system (sds) failed to cross the lesion after two attempts. A trek 3.5 x 15 mm crossed without any resistance and the xience xpedition failed to advance a third time. A final attempt was made with the balloon, then the sds, and it still would not advance. The patient became agitated so two xience alpine 3.5 x 18 mm and 3.5 x 15 mm stents were used to successfully complete the procedure. The patient's hospital stay was prolonged two or three days as the patient developed low blood oxygen. The physician confirmed the delay in the procedure was a factor in the prolonged hospital stay. The final patient outcome was good. No additional information was received.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.